Manufacturer narrative:
Lot number or product was not provided by the reporter; therefore, unable to proceed with batch retain testing or product investigation.

Event description:
Cardiac arrest [cardiac arrest]. Fixodent lodged in throat [foreign body]. Hypertension (215 systolic) [hypertension]. Gagging on fixodent [retching]. Blood pressure up, blood pressure increase [blood pressure increased]. Choking episode [choking]. (Fixodent) feels like in respiratory tract [blood pressure increased]. Case description: a consumer reported that her elderly mother, age (B)(6), used fixodent denture adhesive, extra hold powder 1 applic, 1 /day and was admitted to the hospital after her blood pressure went up from gagging on the fixodent too much on (B)(6) 2011. She had experienced a choking episode that caused her blood pressure to increase, but they did not think fixodent was causing the symptoms. She continued to use fixodent while in the hospital and had another episode of choking and hypertension (215 systolic) on (B)(6) 2011. Her mother had an x-ray and there was no visible fixodent lodged in her throat. The case outcome was not recovered resolved. No further info was provided. On (B)(6) 2011, medical affairs f/u phone to consumer. The consumer reported that her mother felt like the fixodent was in her respiratory tract. She was given an unspecified pill that also got stuck in the fixodent and was not showing up on the x-ray. They had been giving her mother warm beverages and she was swishing with warm water all morning, but her mother was still choking. No further info was provided. On (B)(6) 2011, update: details revealed in a review of the initial contact of (B)(6) 2011: the consumer reported that her mother was choking and gagging on fixodent; it went down her throat which caused her blood pressure to go up to 215 which caused a trip to the emergency room. They had tried hot coffee and gargling, and they sedated her so much she was asleep. The consumer mentioned that mixing the fixodent in this particular box with water resulted in what seemed more gooky and gummy than usual. No further info was provided.